Event description:
Alleged event: does not punch hole in the vein properly. The patient's condition was listed as unknown.

Manufacturer narrative:
The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.